Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the procedure a new electrode vapr s90 ref (B)(4) which was opened during the procedure did not work. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition. The cable is in good condition as well as the connector and pins. The active tip does not shows signs of activation. On functional test, the device was connected to the test generator, the electrode was immediately recognized, the coagulation and ablation pedals were activated, the device did not respond. The electrode was sent to the manufacturer for further review. Manufacturer evaluation result for vapr s90 4.0mm w/integr hdp-ea: device was not returned in the original packaging. The distal tip shows no signs of use. Saline residue in suction tube. No visible damage to handle, cable or plug. The lot number date is post active wire connection design change, from crimp to solder the electrical test was performed, the active continuity test failed. Functional testing was conducted, the device was connected to a vapr vue generator (gml3723/4). The activation test for ablation and coagulation failed. Manufacturer summary: from our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. An interim containment action plan was implemented on (B)(6) 2020. Crimp wire jig gml5426 was introduced for this device to help reduce recurrence of this failure mode. The complaint device was manufactured on june 6 2020 which is prior to this change. A CAPA investigation identified the components used in the process are not compatible for this method of joining and further design activity was required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. Please refer to cap- (B)(4) closure report attachment for corrective actions. Design change for the (B)(4) electrode was implemented in (B)(6) 2020. A DHR could not be performed as the lot number advised u2005023 for this complaint device is incorrect at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the vapr s90 4.0mm w/integr hdp device did not work. During in-house engineering evaluation, it was determined that the coagulation pedal on the device did not respond when activated. Another like device was used to complete the procedure with a delay of five to seven minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.